Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 270 units of insulin. Subsequently, it was reported that a malfunction alarm occurred. Customer's blood glucose level was above 500 mg/dl. A manual injection was administered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.